Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken bezel assembly harness wire, and damaged bottom rear case. Replaced missing door assembly, missing displaced board, and missing door latch. Replaced corroded right, left iui, pivot latch 8100, latch spring torsion 8100 a review of the device history record for sn (B)(4) was performed from date of manufacture 10/01/2019 to the present date 12/22/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had been broken/damaged. No patient involvement.